Event description:
This event is a result of a marketing surveillance program (msp) call. The customer reported some occurrences of non-reproducible false positive troponin results generated on the unicel dxi 600i synchron access clinical system. The results were not reported out of the laboratory; hence no change to patient treatment or injury was associated with this event. The customer has a proactive protocol in place, which repeated every sample > 0.6 ng/ml to verify results prior to reporting the results out of the laboratory. The customer has a proactive protocol in place, which repeats every sample results > 0.6 ng/ml to verify results prior to reporting the results out of the laboratory. The samples were repeated on the same instrument and a lower result within the normal reference (negative) range was obtained. The data was not supplied by the customer.

Manufacturer narrative:
The customer has a proactive protocol in place, which repeats every sample results > 0.6 ng/ml to verify results prior to reporting the results out of the laboratory. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Qc controls were run before the event; however, it is unknown if qc was run after the event. Service was not dispatched. Root cause for this event is unknown. Eval summary: service not dispatched.